Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the power supply ps3 was defective and was subsequently replaced. Error logs showed failure of the fluoro function circuit board. The circuit board was replaced along with the governing power supply ps1. All software was reloaded and adjustments were made. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800md's vertical movement was sluggish. It was further reported that the system was locking up with the collimator closing down during cine. There was no adverse pt involvement reported. There was no pt info reported.